Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report in (B)(6) 2017 while wearing the acuvue2 brand contact lenses all day, at end of day pt could not open eyes and had tearing. The symptoms persisted the next am so the pt went to the eye care provider (ecp) for an evaluation. Pt was prescribed tobradex and cyclopentolate. On (B)(6) 2017 a call was placed to the pt and additional information was provided as follows: pt reported while wearing the suspect lenses, at the end of day 1, the lenses were cloudy. Pt reported the eyes were better when the suspect lenses were removed, but reported light sensitivity. Pt went to the ecp and reported there ¿may be infection, not sure. It could be anything¿. Pt was prescribed tobradex 1 drop tid for seven days. Pt reported he/she went for a follow-up visit the following day and reported the eyes were better, but continued to use the eye drops for the seven days. Pt reported the eyes were fine and cleared to return to contact lens wear. The pt reported he/she was switched to a daily lens.. Pt reported a two-week wear schedule and does not sleep in the lenses. Pt used clear care and bio true solutions for disinfection of the lenses. The suspect lenses were discarded. On (B)(6) 2017 a call was placed to the pts treating ecps office and medical information was requested. No medical information was provided. Date of exam: (B)(6) 2017. Examination: emergency examination, last examination 1-2 years ago. Chief complaint: pt reported yesterday while wearing cl her vision seemed cloudy. The pt removed the contact lenses and felt discomfort ou. The symptoms have been getting worse. This morning eye felt a little better, but still feels pain, eyes are puffy, blurry vision, and watery. Pt reports using h2o2 solution, has not changed case in many months. Unaided acuities: od: dva 20/200; os dva 20/200. Presenting contact rx: od: acuvue 2, -5.00, bc 8.3, dia 14.0, clear; os: acuvue 2, -3.25, bc 8.3, dia 14.0, clear. Tonometry: od: 16mmhg; os 16 mmhg. Conjunctiva: bilateral: generalized hyperemia of the bulbar conjunctiva. Impression: bilateral: ring-shaped corneal abrasion/burn around pupil, 3+ diffuse spk. Initial encounter 1+ cell ou. Therapeutic rx: cyclopentolate 1% sig: 1 gtts ou bid 1 week, tobradex sid: 1 gtts ou qid x 7 days. Treatment cornea: sterile saline flush ou. D/c contact lens wear until instructed otherwise. Preservative free tears q1h ou. Rto 1 day cornea iop check. Diagnosis: t26.60xa corrosion of cornea and conjunctival sac, unspecified eye. Follow-up exam date: (B)(6) 2017. Chief complaint: pt stated she still has blurred vision ou. No discharge just pain pt has been using the drops as prescribed. No cloudiness today though, things are not clear even with glasses on. Tonometry: od: 14 mmhg; os: 19 mmhg. Cornea: od: mild central cornea staining. Impressions: bilateral: resolving cornea keratitis ou probably from cl solution being used for many hours. Treatment cornea: bilateral: continue with the same drops pfat q1h, tobradex qid ou. D/c cyclogel. Maybe consider daily disposable cl. Comprehensive eye exam to be done if eyes are better. Diagnosis: h31.093 other chorioretinal scars, bilateral. No additional medical information was received. On (B)(6) 2017 a call was placed to the pts treating ecp and additional information was provided: the ecp reported he/she didn¿t see the pt for the initial visit when the pt had symptoms. Ecp reported it was a sudden onset of symptoms and ¿pt mentioned she thought is may have been her solution that caused the issues¿. Ecp reported the pt was using clearcare contact lens solution at the time and thought it may be the clearcare solution causing the issues. Pt has worn acuvue2 lenses for years without issue. Ecp reported when he/she saw the pt, there were no more symptoms, no scarring, and no issues. Pt was placed in the acuvue 1-day moist brand contact lenses and reports the pt did well with the trial lenses. No additional medical information was received and no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002tgj was produced under normal conditions. This report is for the pts right eye event. The event for the pts left eye will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.